Event description:
It was reported that this patient received inappropriate anti-tachycardia pacing (atp) and had multiple shock episodes, as a result of what was thought to be a new atrial arrhythmia. The health care professional (hcp) was going to consult with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.